Event description:
The reporter stated that the surgeon was advancing a one piece collamer lens model cc4204bf and the lens became stuck in the injector and no patient contact.

Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows the lens has a portion of one plate haptic torn off and is missing. There is a tear in the center of the lens. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.